Event description:
On (B)(6) 2014, the customer reported during priming of the system prior to going on bypass, there was foreign debris found in the arterial filter. The product was changed out without delay and without blood loss. The surgery was completed successfully. Additional information per (B)(4) received from the FDA 01/14/2015 "the perfusionist was retrograde priming 'prior to cardiac bypass' when he noticed particulate matter in the arterial line filter believed to be gnats."

Manufacturer narrative:
Sample was received 01/16/2015. Initial visual evaluation indicates there is foreign matter. The foreign matter has been isolated and returned to our vendor for further evaluation. Evaluation is in progress, but not yet concluded.